Event description:
It was reported to the manufacturer by the end user, per the end user, nurse found patient on the floor. The patient did not sustain any injuries. Upon speaking with the facility, they stated that the patient was turning over and fell out of bed. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.